Event description:
It was reported that the lead exhibited a high voltage impedance of 13 ohms on the rv-to-svc hv vector. A second measurement gave a reading of 33 to 35 ohms. While performing isometrics and positional testing, noise was observed on the rv-to-can channel.

Manufacturer narrative:
No medwatch form was received.